Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was unknown at the time of the incident. Customer stated that she filled the reservoir and while trying to remove the plunger it would not come off and she noticed that air bubbles were forming. Customer advised to try to remove the plunger by turning it in a counter-clockwise motion. Customer still could not remove it. The reservoir is expected to be returned for analysis.